Event description:
It was reported to nuvectra on 22 september 2016 that the patient experienced overstimulation towards the right occipital head. Subsequently, the stimulator was turned off due to the patient experiencing migraines, cancer, and other health issues. On (B)(6) 2018, it was reported to nuvectra that the stimulator was explanted due to the ongoing overstimulation. The patient is receiving stimulation following the stimulator replacement.